Manufacturer narrative:
(B)(4). Investigation and product evaluation completed with no defects found. Most likely underlying root cause of malfunction was due to the user's misunderstanding of erratic results.

Event description:
Consumer complaint of high blood glucose test results. Customer states the meter is reading erratic. Customer read 281mg/d and then within a half hour she read 97mg/dl on (B)(6) 2015. 112-130mg/dl is her normal fasting range customer denies need for medical attention at the time of call. Denies feeling symptoms of high or low blood sugar. Heat ticket #: (B)(4). Call type: high result - review for possible MDR. How are you feeling: well / ok. Symptoms: n/a. Medical attention needed: no. Expected results: 112-130mg/dl fasting: yes. Strip expiration date: 06/29/2018. Strip open date: (B)(6) 2015. Strip storage: no, not stored correctly. Control available: undisclosed. Control result: undisclosed. Control expiration date: n/a. Control expected range: undisclosed. Control storage: n/a. Blood test 1: undisclosed. Blood test 2: undisclosed. Reviewed meter memory: (B)(6). Customer read 281mg/d and then within a half hour she read 97mg/dl on (B)(6) 2015. The 112-130mg/dl is her normal fasting range.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product evaluation in process.

Event description:
Consumer complaint of high blood glucose test results. Customer states the meter is reading erratic. Customer read 281mg/d and then within a half hour she read 97mg/dl on (B)(6) 2015. 112-130mg/dl is her normal fasting range customer denies need for medical attention at the time of call. Denies feeling symptoms of high or low blood sugar. Heat ticket #:(B)(6) call type:high result - review for possible MDR how are you feeling:well / ok. Symptoms:n/a. Medical attention needed: no. Expected results:112-130mg/dl fasting: yes. Strip expiration date: 06/29/2018. Strip open date:(B)(6) 2015. Strip storage:no, not stored correctly control available: undisclosed. Control result: undisclosed. Control expiration date: n/a. Control expected range: undisclosed. Control storage: n/a. Blood test 1: undisclosed. Blood test 2: undisclosed. Reviewed meter memory (B)(6).